Event description:
During a bronchoscopic lung volume reduction (blvr) procedure, the sizing wing (also called the diameter gauge) on the zephyr 4.0-j endobronchial delivery catheter fell off while the delivery catheter was being used to deliver the zephyr valve. The delivery catheter was inserted and removed from the bronchoscope less than 5 times before one of the four sizing wings fell off. As a result, the zephyr valve and the sizing wing were explanted to remove the sizing wing. Afterwards, a new zephyr endobronchial delivery catheter was used to deliver a new zephyr valve and it was implanted normally with no issues.